Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(6). Failure (event) observed during analysis. The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limits. With a new battery, the device was tested on the bench ussing our ate system and no high current drains were observed. The original battery was sent to the vendor for further evaluation and no battery anomalies were found. The cause of the premature battery depletion could not be determined.